Event description:
A laparoscopic appendectomy case was in progress when the surgeon received a shock to the hand. The electrosurgical connecting cable attached to a scissor or dissector was found to be fitting loosely at the connection. The user facility believes the incident was caused by the loose fitting cable. No treatment was necessary for the surgeon's hand.